Event description:
It was reported that a patient encountered problems with adaptive deep brain stimulation stimulation (adbs), requiring manual switching to a rescue setting multiple times a day. Patient stated that they think the adbs is too high or too low. Patient mentioned that if they go back to the adaptive setting, it works at that point, but switching settings all the time defeats the purpose of the adaptive stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.